Event description:
Reporter indicated that the day after their device was programmed to on, they began to experience pain at the generator site. The pain was described as feeling like someone hit the pt in the chest. The pain does not seem to correlate with stimulation, although there are times that the discomfort is more pronounced. The pt indicated that their left arm feels a bit weaker when the pain is at its worst. Attempts to obtain additional info have been unsuccessful to date.